Event description:
As reported via article "aorto-left ventricular fistula from aortic pseudoaneurysm after tavr," a patient with history of severe aortic stenosis status post-implant of a 29mm sapien 3 valve 6 years prior was admitted to the hospital for acute on chronic diastolic heart failure. A tee revealed severe paravalvular leak in the native left coronary cusp of the aorta surrounding the valve. An aortogram demonstrated presence of a fistula and an aortic pseudoaneurysm (ap) adjacent to the valve. Transcatheter closure of aortic pseudoaneurysm and aorto-left ventricular (ao-lv) fistula was performed with a valve in valve procedure. The patient was discharged 1 day post-op. The patients symptoms were reported to have improved.

Manufacturer narrative:
Clarification: the events dates and device information are unknown, however, the publisher received the manuscript on february 8th, 2022 and accepted for publication february 15th, 2022, and became available online april 13th, 2022. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Per the instructions for use (IFU), heart failure is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Heart failure is when the heart is unable to pump sufficiently to maintain blood flow to meet the body's needs. Signs and symptoms commonly include shortness of breath, excessive tiredness, and leg swelling. The shortness of breath is usually worse with exercise, while lying down, and may wake the person at night. A limited ability to exercise is also a common feature. Chest pain, including angina, does not typically occur due to heart failure. Common causes of heart failure include coronary artery disease including a previous myocardial infarction (heart attack), high blood pressure, atrial fibrillation, valvular heart disease, excess alcohol use, infection, and cardiomyopathy of an unknown cause. These cause heart failure by changing either the structure or the functioning of the heart. There are two main types of heart failure: heart failure due to left ventricular dysfunction and heart failure with normal ejection fraction depending on whether the ability of the left ventricle to contract is affected, or the heart's ability to relax. The severity of the disease is usually graded by the degree of problems with exercise. Heart failure is not the same as myocardial infarction or cardiac arrest. Other diseases that may have symptoms similar to heart failure include obesity, kidney failure, liver problems, anemia, and thyroid disease. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Michael chiang, pedro e. Gonzalez, pedro a. Villablanca, brian p. O-neill, james lee, tiberio frisoli, dee dee wang, marvin h. Eng, william w. O-neill, aorto-left ventricular fistula from aortic pseudoaneurysm after tavr: transcatheter treatment with multimodality imaging, jacc: cardiovascular interventions, volume 15, issue 11, 2022, pages e131-e133, issn 1936-8798, https://doi.org/10.1016/j.jcin.2022.02.034.(https://www.sciencedirect.com/science/article/pii/s1936879822005258) keywords: aortic pseudoaneurysm; aorto-left-ventricular fistula; aortic stenosis; tavr; transcatheter. Remains implanted.